Event description:
The customer reported that they believed the sealing power of the device was lower than what has been observed in previous cases. It was also noted that it did not seal the vessels completely even though an end tone, indicating a completed seal cycle, was heard. There was blood loss reported but it is unk how much. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on procine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.